Event description:
It was reported that the patient developed an inflammatory mass in 2003 due to a leak in the catheter near at the spinal entry site. The patient initially had the pump implanted in 1999 due to a back injury in 1989. The patient stated that the doctor ¿screwed up on me four times, managed to break my vertebrae, bone fragments, my main nerve canal, and left me lay there for a week¿. The patient stated that the pump worked well for her until 2003 when she ¿started having problems¿. The patient¿s chronic pain began to worsen as if the pump was not working. The patient had the pain for 3-4 months and kept telling the doctor that something was wrong. The doctor tried emptied the pump and refilled it to try to find a leak but did not find a leak. The patient presented to the clinic in (B)(6) 2003 to have the pump checked for a leak and a different doctor wanted to perform tests. During the testing the patient was given and IV and multiple boluses and was overdosed. The patient stated that she was getting more and more ¿out of it¿ and eventually lost consciousness. The doctor denied that he overdosed the patient and stated that it was a diabetic reaction; however, the paramedics stated that the patient¿s sugar levels were fine and the patient was surely overdosed. The patient awoke at the hospital, was treated for overdose, and was sent home. Approximately 3 days later the patient awoke at home and was paralyzed. The patient stated ¿I literally couldn¿t move, I couldn¿t¿ walk, I couldn¿t¿ move my body, I couldn¿t¿ even roll over in bed¿. The paramedics were called and the patient was rushed to the hospital. A CT scan was performed which revealed the inflammatory mass on her spinal cord. The patient was scheduled for surgery the following day. The patient¿s neurologist informed her that she was paralyzed from t-11, t-12 down. The surgery to remove the pump and catheter was performed on 2003-06-03. The surgery lasted 10 hours and the patient stated ¿they started losing me on the table so they had to close up¿. The pump was successfully removed but the surgeon was unable to remove the catheter or the inflammatory mass as the catheter was adhered to the patient¿s spinal cord by the inflammatory mass. The surgeon felt it was too dangerous to remove the catheter as the inflammatory mass was infused to the main arteries and nerves in the spinal cord. The patient stated that the inflammatory mass was due to a medication leak in the catheter right at the tip. The patient stated that the healthcare providers said the catheter ¿had to have been leaking for quite some time¿ and the inflammatory mass was what caused the patient¿s paralysis. The patient remained hospitalized from (B)(6) 2013. At the time of the report the patient remained paralyzed, the catheter was still implanted and the inflammatory mass remained. The patient stated ¿now I have all this stuff wrong¿ and ¿I am sick, and I¿m dying right now because of all this¿. The patient had to be medicated and ¿now it¿s done brain damage¿to where I have memory loss problems¿. The patient had to be weaned off of the medication over 3 months due to her heart. The patient had ¿urine problems¿ due to the paralysis, had to have an ileostomy in 2005 and the doctor currently wanted to perform a colostomy. The patient stated that she needed major surgery for hernia and a rectocele and ¿a lot of things that are wrong due to my paralysis¿; however, the doctor would not perform surgery due to the paralysis and being ¿too dangerous¿. The patient stated ¿I¿m going to die without this surgery, flat out, he made it very clear¿. The patient was also having leg spasms frequently due to the paralysis and nerve damage from the location of the inflammatory mass. The patient stated ¿I am so depressed that I do not have that pain pump¿. The patient was currently taking oral baclofen and had fentanyl patches. The device system had been used to deliver fentanyl, dilaudid and baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: a catheter dye study was done on 05/08/2003 and was ¿normal¿. A pump rotor study was done (B)(6) 2003 and was ¿normal¿.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l73871, implanted: (B)(6) 1999. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
On 2015-(B)(6), additional information from a registered nurse (rn) reported that the patient had not been seen in that clinic since 2003, and they were unaware of the present symptoms.